Event description:
Related manufacturer reference number: 2017865-2022-03230, related manufacturer reference number: 2017865-2022-03231. New information received notes it was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Correction: this report is to retract MDR-2022-08919 submitted on 4 mar 2022. The death should not have been reported because the death was not related to device.

Manufacturer narrative:
The device was returned without allegation due to patient death. Electrical, mechanical, and longevity analysis was normal with no anomalies found.